Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a high blood glucose value of 423 mg/dl leading to onset of hyperglycemic conditions. Customer refused to troubleshoot for high blood glucose. It was unknown that auto mode feature was active or not at the time of incident. Insulin pump will not be returned for analysis